Event description:
The customer reported the distal end of the insertion section was squeezed. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive between the acoustic lens and ultrasound probe. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found a gap in the adhesive between the acoustic lens and ultrasound probe. The reported issue (damage to distal end) was confirmed during testing. In addition, the scope cover was deformed due to physical stress, there was a scratch on the scope body due to physical stress, the device was not water tight due to deformation of the scope connector, the ultrasound image was defective with missing elements due to damage on the ultrasonic probe, the ultrasound image was defective due to damage on the acoustic lens, the bending section cover was worn due to handling, and the universal cord was deformed due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress or handling or other factors could not be judged. Olympus will continue to monitor field performance for this device.